Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number:1627487-2024-00577. Related manufacturer reference number:1627487-2024-00579. It was reported that the patient experienced ineffective therapy due to migration of the s1 leads and discomfort at the ipg site. As a result, surgical was undertaken on (B)(6) 2024 wherein the ipg was repositioned and the s1 leads were explanted and replaced to address the issue.